Event description:
The device was used during a trauma surgery. Reportedly, the suture knots became undone. The surgeon performed a re-operation one day after the surgery and applied add'l suture. The hosp has reported that the pt's condition is satisfactory.